Manufacturer narrative:
The investigation has been completed. Effect to customer cannot be confirmed through a log review or duplication testing. Functional testing was performed and an unrelated issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced low blood glucose (bg) levels range from (37-50 mg/dl). On one event the school nurse provided juice for the customer and the customer took milk on the other event to stabilize bg level. Reportedly, the customer goes to the nurses office when experiencing low bg's. The contact believes that the pump was over delivering. The customer disconnected from the pump due to low bg's. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.